Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and the patient status was good. It was further reported that the target lesion was 90% stenosed, non-tortuous and severely calcified.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and the patient status was good. It was further reported that the target lesion was 90% stenosed, non-tortuous and severely calcified.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon with the batch number of 26110446 located on the device hub. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink at the strain relief, and microscopic evaluation revealed a small pinhole tear at 35mm from the tip. Inspection of the remainder of the device showed no signs of additional damage to the device. Product analysis confirmed the presence of a material rupture.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and the patient status was good.